Event description:
It was reported that a loss of monitoring occurred in the care unit involving a cic system. The loss of monitoring reportedly lasted more than 30 seconds and included unexpected time changes on bedside monitors, "low resource" messages on the cic, and the disappearance of hardwired monitors from the cic. No patient injury was reported.

Manufacturer narrative:
Ge healthcare investigated the reported issue and determined that the event is related to a known condition where the time master on the unity network broadcasts time changes and the cic reflects these changes, causing multiple time requests and excessive network traffic. This can result in the following scenarios: sluggishness or unresponsiveness of the cic pro or monitoring device user interfaces. Loss of waveforms, parameters and/or alarming on the cic pro. Restarting of cic pro processes or rebooting of the cic pro operating system. Time changing rapidly between two or more times on unity devices. Time not advancing on unity devices. Inconsistent time values on devices across the unity network. Rebooting of monitoring devices. Excessive network traffic that delays, or otherwise interferes with, legitimate unity network communication. Ge healthcare will be providing a product upgrade to prevent the potential for issues associated with network time changes on the carescape cic pro, software versions 4.1, 5.0.3, 5.0.6, 5.0.7 and 5.0.8. (B) (4). (B) (4).